Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up determined that there was no complaint against the device at the time of replacement. No patient complications have been reported as a result of this event.